Event description:
It was reported that the patient presented not feeling well. During testing, the right ventricular lead impedance was found to be elevated and the pacing threshold was beyond maximum output. The lead was capped and replaced. During the procedure, a fracture was noted via flouroscope in the suture sleeve area.